Manufacturer narrative:
E1: reporter establishment name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline power fault on (B)(6) 2025. The patient was admitted to the hospital and the alarm was cleared on the system monitor. However, the alarm returned. The alarm was cleared again but it again came back in approximately 20 minutes. The log files analysis showed fuses a and b to be good, and an isolated driveline power fault alarm was confirmed. Chest x-ray was in process. Per protocol, modular cable exchange was recommended.